Manufacturer narrative:
The reported event of could not untighten the setscrew to remove the lead was confirmed. The device was received in one piece for analysis. Analysis revealed that calcified blood was filling the setscrew inset. The calcified blood was preventing the wrench from engaging the setscrew. After the calcified blood was removed, a wrench could be fully inserted into the setscrew inset and the setscrew could be untightened normally, and the stuck lead could be removed. No other anomalies were found.

Event description:
Related manufacturer reference numbers: 2017865-2023-50053. It was reported that the patient presented in clinic for generator changeout procedure. During procedure, it was found that the pacemaker setscrew cannot be loosened. The chronic right ventricular (rv) lead was cut and capped, so that the pacemaker could be explanted and replaced. The replacement rv lead exhibited low out-of-range pacing impedance after placement, so the replacement rv lead was not implanted and an alternate near at hand was implanted instead on (B)(6) 2023. The pacemaker was explanted and replaced. There were no patient consequences.